Event description:
It was reported that the patient presented for replacement of the right atrial lead due to an unspecified product performance issue. No additional adverse patient consequences were reported. No further information was available.

Manufacturer narrative:
Reference: voluntary medwatch report #: mw5149025.